Event description:
A 3.0mm diameter x 18 mm length ave gfx stent was inserted into the right coronary artery and deployed at the target lesion site. During predilation of the target lesion with a percutaneous transluminal coronary angioplasty balloon, it was noted that there was incomplete expansion of the balloon due to hard, calcified plaque. In addition, upon deployment of the stent, the balloon was not fully expanded due to the same calcified plaque. Post dilation of the stent with a high pressure non-compliant percutaneous transluminal coronary angioplasty balloon resulted in full expansion of the balloon and of the calcified lesion. After removal of the percutaneous transluminal coronary angioplasty balloon, an attempt was made to remove the guidewire, however, the transition area of the guidewire got caught at the mid section of the stent and caused the stent to migrate back through the artery to the tip of the guide catheter. The dr then tried to place a percutanteous transluminal coronary angioplasty balloon through the stent in an effort to free the wire unsuccessfully. The pt remained asymptomatic with good flow. To the right coronary artery and was sent to surgery for removal of the stent and guidewire. The physician felt that the cause of the guidewire "lock-up" within the deployed stent was due to recoil of the severely calcified lesion. There was no additional clinical sequelae reported relative to this event.